Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the dc/dc circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were provided. The returned dc/dc pcb has been checked visually. It was found that one of the pins of the panel connector, was broken. Therefore, it was not possible to perform any further testing on this part. The dc/dc pcb converts the internal dc supply voltage (+12v_unreg) into the following internal dc supply voltages: +24v, +12v, -12v, +5v, and +3.3v. If this pcb fails to convert the voltage to any of these specified levels, it will disable the associated pcbs or modules within the ventilator. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be traced further at the manufacturer site, due to a broken pin in the panel connector of the returned pcb.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).